Event description:
It was reported that the pump declared an altitude alarm, and the customer experienced several similar alarms between october 2024 and july 2025. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to clean the speaker holes and resume insulin after waiting. The pump resumed normal operation, with additional tips to prevent future alarms. Despite the issue being resolved by the customer on their own in the past, a pump replacement was recommended and approved. The replacement pump will be sent with updated software after the customer completes the necessary training. The customer confirmed they would return the problematic pump within the given timeframe.